Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found that the device reached normal end of life and telemetry and output were okay. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. A computer longevity estimate was completed based on the parameters the device had when received for analysis, which supported normal depletion. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator).

Event description:
On (B)(6) 2017 crts (B)(4) (hcp) information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the healthcare provider is sending the patient¿s ins back to de analyzed as it was explanted for early depletion. The healthcare provider did not have old parameters for calculation. The hcp requested the device be analyzed. There were no symptoms reported. No complications or further complications were reported. It was not reported when the issue occurred.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.